Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a scrub nurse received a needle stick injury due to an uncapped one milliliter syringe in the pack. Upon follow up it was informed that the needle stick was to the finger. It was an unused sharp and no medical attention was needed. The product sample was discarded.

Manufacturer narrative:
This is the first complaint reported for the lot. A review of the device history record indicates that the order was built to specification. A sample has not been returned for evaluation. The root cause of this customer's complaint is not known. (B)(4).